Event description:
It was reported that the patient cut their driveline on the left ventricular assist device (lvad) pump cable above the modular cable while attempting to cut their rescue tape, which was previously placed. The patient was asymptomatic but reported having driveline power fault alarms. The log files were submitted for review by tech services (ts). Following review by ts, there appeared to be a system controller internal fault associated with an (f3) ocp_b_open and a driveline power fault associated with an (f5) pwr_b_broken. Ts stated the log files may have indicated a short, which caused one of the fuses to open in the system controller. It appeared the motor function was not affected. The system controller and modular cable were both replaced, which resolved the alarms. The patient was admitted overnight on (B)(6) 2024 to continue monitoring for any alarms. The patient reported there were no alarms following their discharge on (B)(6) 2024. The patient returned to clinic on (B)(6) 2024 and new log files were sent for evaluation. Following evaluation of the log files by tech services, it appeared there were routine events and that both the ventricular assist device (vad) and peripheral equipment appeared to have functioned as intended since the modular cable and system controller were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cut to the driveline was confirmed via analysis of the submitted images. The account submitted two photos for review. The photos captured a cut along the outer jacket of the patient¿s pump cable, superior to the pump cable inline connector bend relief. The underlying armor layer was exposed, but no wires were visible in this location. The submitted controller log files confirmed a controller internal fault alarm on 31jul2024 correlating to the controller¿s fuse b becoming damaged. The open fuse subsequently triggered the driveline power fault alarm. The alarm remained active throughout the remainder of the log file and did not impact pump operation. No other notable events were observed, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The second power conductor was still active. Submitted images showed damage superior to the modular cable connector that appeared to be around 2 inches from the exit site.